Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified finger surgery, it was observed that the electric pen drive had ¿low torque¿ when used with the console device. According to the report, when pressure was applied to the drill, it was observed that the device slowed down. There was a two minute delay to the surgical procedure. There were spare devices available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown although the reporter stated that the event occurred in the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: correction: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the there was no alleged malfunction against this device. Therefore, this report was submitted in error. No further investigation will be performed at this time.